Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncopal episode. The health care professional (hcp) interrogated the device noting that it had reached end of life (eol) status and the patient to be in asystole. The hcp made a consult call to technical services (ts) and requested further review of the device stored data. Further review of the presenting electrogram (egm) showed a lead safety switch (lss) was triggered which changed right ventricular (rv) lead settings from bipolar to unipolar configurations due to high out of range rv lead pacing impedances recorded to have been greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. The hcp suspected possible cause to be a spring contact issue. Ts discussed reprogramming options with the hcp and referred them to the local field representative. The hcp noted that the physician has scheduled a device replacement procedure due to device reaching eol status. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Subsequently additional information was received that reported that this pacemaker was explanted due to normal battery depletion (nbd) and replaced with a new device successfully. The physician opted to revise and reuse the non-boston scientific rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncopal episode. The health care professional (hcp) interrogated the device noting that it had reached end of life (eol) status and the patient to be in asystole. The hcp made a consult call to technical services (ts) and requested further review of the device stored data. Further review of the presenting electrogram (egm) showed a lead safety switch (lss) was triggered which changed right ventricular (rv) lead settings from bipolar to unipolar configurations due to high out of range rv lead pacing impedances recorded to have been greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. The hcp suspected possible cause to be a spring contact issue. Ts discussed reprogramming options with the hcp and referred them to the local field representative. The hcp noted that the physician has scheduled a device replacement procedure due to device reaching eol status. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker system visited the hospital after a syncopal episode. The health care professional (hcp) interrogated the device noting that it had reached end of life (eol) status and the patient to be in asystole. The hcp made a consult call to technical services (ts) and requested further review of the device stored data. Further review of the presenting electrogram (egm) showed a lead safety switch (lss) was triggered which changed right ventricular (rv) lead settings from bipolar to unipolar configurations due to high out of range rv lead pacing impedances recorded to have been greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. The hcp suspected possible cause to be a spring contact issue. Ts discussed reprogramming options with the hcp and referred them to the local field representative. The hcp noted that the physician has scheduled a device replacement procedure due to device reaching eol status. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.